Manufacturer narrative:
(B)(6). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the feed is set up and run for the pediatric patient. The details of the feed are 200mls fortini compact multifibre, 6 x big blue scoops kindergen, 3 x scoops protifar (use scoop in tin), ketovite 1 tablet. Add boiled water that has cooled for 10 minutes to achieve a final volume of 1000mls. Divide into day feeds: 170ml x 3 bottles and night feed: 510ml x 1 bottle (remaining feed). Put in back of fridge straight away. Add sodium chloride to feed as per prescription. Nikita woke to check on jack, noticing air in the line she took the following steps. Disconnected jack, photographed the screen, and put the feed in a new kit to resume feeding. The feed began at 10pm at a rate of 50ml/hr and a total volume of 420. At 214ml fed nikita had to stop the feed due to the air in the line.

Manufacturer narrative:
Based on the information available to us, we were able to confirm the event. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Five physical samples, photos, and a video were received for the investigation. One sample was opened, used, and contained food and the other four samples were unopened. The reported condition was confirmed in the used sample, photos, and video. The four unopened and unused samples were visually inspected with no issues found. Those four samples were than flow rate tested for one hour, and during this time on the unit there was no air in line noticed. These samples passed testing. A corrective and preventative action has been opened to further investigate and address the reported condition. All information received will be used for further tracking and trending purposes.